Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose was unknown at the time of incident. The customer could not hear the alarms. The customer adjusted the volume but the alarm was not loud enough. Troubleshooting was not performed and device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/vibrate anomaly noted.